Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2366-50 serial/lot #: (B)(4), description: linear 3-6 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo a lead revision.

Event description:
A report was received that the patient will undergo a lead revision procedure due to lead site discomfort.

Event description:
A report was received that the patient will undergo a lead revision procedure due to lead site discomfort.